Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet appeared not to charge while on the charging pad, with a green light blinking, until the user placed the device face-up, after which charging proceeded; this aligns with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem related to charging, consistent with a charging problem at the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.